Event description:
Clinical study. Same case as 2134265-2008-04449, -04450. The lesion being treated was a 3.5 mm, 90% stenosed, 32.0 mm long portion of the 2nd obtuse marginal (2nd ob marg). The physician pre-dilated the lesion with a 2.5 x 15 mm balloon (18 atms), and implanted a taxus 2.75 x 16 mm study stent (20 atm) and a taxus 3.5 x 32 mm study stent (20 atm) in the target lesion. When implanting the taxus 2.75 x 16 mm stent, a dissection at the distal side of 2nd obtuse marginal branch occurred. The physician then placed a taxus 2.5 x 12 mm stent (20 atm) for the treatment. Ivus was performed and confirmed the stents were implanted properly. Stenosis in the lesion became 0%. Timi flow: 3. The pt was discharged 12 days later. In 2008, the pt experienced a "fever of unk origin", worsening of myelodysplastic syndromes (treated with blood transfusion), worsening of diabetes and confirmation of an adenomatous goiter. Per the physician, these events are "not related" to the taxes stents". At 169 days after the index procedure, cag was performed for f/u and re-stenosis in lcx proximal, and 1st and 2nd obtuse marginal branch and lcx distal was found. At 6 days later, re-intervention was performed in the lcx distal. The lesion was dilated with unk balloon. Stenosis in the lesion became 0%. Also, late stent thrombosis in lcx proximal, 1st and 2nd obtuse marginal branch and lcx distal was confirmed. In the opinion of the physician, the relationship to the taxus stent is possible. The pt was discharged 12 days later on continued panaldine and aspirin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation for this batch found that the device met it's material, assembly and product specs at the time of release to distribution. The most probable root cause will be assigned anticipated procedural complication.